Event description:
The surgeon implanted the icm120v4 12.0mm implantable collamer lens in the right eye on (B)(6) 2011 and the lens was removed on (B)(6) 2012 due to pupillary block with elevated iop. An additional surgical pi was performed and pupil fixed at 6mm diameter.

Manufacturer narrative:
Evaluation method: lens work order search & medical review. Results: visual inspection of the returned product showed the lens was returned dry and there was no visible damage observed. The lens was re-hydrated in bss and the length of 12.519 was re-measured and found to be within original design specifications. A work order search showed no other complaint recorded related to same work order. Pupil block/elevated iop early after icl implantation may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by visco), remaining viscoelastic in the posterior chamber , oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy or tissue abnormalities (presence of iris/ciliary body cysts), mal-positioned footplates, etc. There is not enough clinical data to determine the exact cause of the event. Dilated pupil is usually due to iris-sphincter damage as a result of trauma/inflammation/ischemia. Some patients may have iris vasculature abnormalities and could develop ischemia in the event of transient/persistent high iop, although aetiology of the non-functional pupil it is still not clear. Glare in this case is consequences of the enlarged pupil diameter. Conclusion - (unable to confirm): based on the complaint history, work order search, product evaluation and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4)